Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance from 110 ohms to 124 ohms since (B)(6) 2024. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, noting myopotential noise on the rv shock channel. Ts provided recommendations of lead integrity testing, sync shock testing, imaging, and following patient closely through latitude monitoring system. The rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.